Event description:
It was reported a critical alarm was heard due to a motor stall that occurred on (B)(6) 2014 at 07:02 and was confirmed by telemetry. It was noted there had been no recovery to date. It was also reported electromagnetic interference (emi) had been ruled out as a possible cause. The elective replacement indicator (eri) was 24 months. It was reported the patient thought they heard the pump alarm on (B)(6) 2014 and the patient had increased pain. The pump was being used to deliver fentanyl. It was further reported the patient was being scheduled for a pump replacement. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).